Manufacturer narrative:
Correction: (B)(6) 2016. Result code(s): (operational problem) : visual inspection of the returned product found no visible damage to the lens. The lens was returned in a small amount of liquid. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
The reporter indicated the lens was removed within the same surgery. There was no patient injury, no enlarged incision or sutures. The lens was replaced with another staar lens. The reporter indicated there was no issue with the lens, only the way the lens was positioned in the eye. (B)(4).

Manufacturer narrative:
Pt age and weight: unk. Concomitant product(s): collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens, +20.0 diopter, but the surgeon did not like the way the lens was laying in the patient's eye, so the lens was removed. The lens was replaced with another lens. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.